Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown amplatzer amulet was chosen for implant using an unknown delivery system. Following the procedure, the physician reported observing two late effusions. The patients were reported to be in stable condition. The physician indicated that the effusions might be related to the patients being placed on eliquis post-procedure, which is a practice he typically follows for ablation patients.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. Procedural imaging was limited, and the device appears to have the disc up on the pulmonary vein ridge. Based on the imaging provided, a conclusion for why the pericardial effusion occurred is unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pericardial effusion could not be determined. It is possible that procedural circumstances contributed to the event, however this cannot be determined. An unexpected medical intervention was a result of case specific circumstances, as pericardiocentesis was performed to treat pericardial effusion. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.codes removed:health effect- impact code: 4614

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet was chosen for implant using a 14f amulet steerable delivery system. The sizing of the laao anatomy was determined to be a 16mm landing zone and a 24mm ostium, and the 20mm amplatzer amulet device was subsequently implanted without complications. On an unknown date following the procedure, it was reported that the patient returned with a pericardial effusion. The pericardial effusion was managed with pericardiocentesis, after which the patient was discharged without complications. It was further reported that the patient was on eliquis at the time of discharge and remained on eliquis at the time the pericardial effusion occurred.